Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Reviewed the last 5 blood results in the meter memory: (B)(6). Expected result is 150mg/dl-fasting. Performed back to back blood tests, 157mg/dl and 153mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Reviewed the last 5 blood results in the meter memory: expected result is 150 mg/dl-fasting. Performed back to back blood tests, 157 mg/dl and 153 mg/dl. No adverse event reported.